Manufacturer narrative:
The syncardia 70 cc temporary total artificial heart (tah-t) is an implantable pulsatile biventricular replacement device that replaces a patient's native ventricles and valves and pumps blood to both the pulmonary and systemic circulation systems. The syncardia 70 cc tah-t is indicated for use as a bridge to transplantation in cardiac transplant-eligible candidates at risk of imminent death from biventricular failure. The syncardia tah-t system is intended for use inside and outside the hospital. Based on the provided information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital reported that the patient had left arm and foot tingling. Cth found patient to have bilateral cerebellar and right plic hypodensity suggestive of interval infarcts. Patient also found to have a left pulmonary embolus on CT chest imaging. Inr had been therapeutic 2.5 - 3.5. No embolectomy needed - patient is currently on bivalrudin infusion. The customer also reported on (B)(6) 2021 that the patient did not have any underlying infections; patient was having an ulcerative colitis flare.